Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 ultra resilia valve via the transfemoral approach, the physician encountered resistance while advancing the valve. It appeared that a strut from the valve frame was protruding out of the sheath, preventing the valve from moving in either direction. The vascular team was called in and they removed the entire system, including the sheath. A second 29mm sapien 3 ultra resilia valve was prepared, and the patient was successfully treated. There was no allegation of malfunction with the edwards device. The patient remained stable after the tavr procedure. Per image review, the liner was torn starting at distal strain relief with crimped thv protruding through torn liner more distally; the remaining shaft appears unexpanded.

Manufacturer narrative:
Correction to h6; component code, device code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported events of resistance issues and liner puncture were both confirmed based on the provided imagery. It is possible that one or more patient or procedural factors, such as access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion, may have been present during the procedure. However, due to insufficient information, a definitive root cause cannot be determined. The liner puncture event was likely influenced by device manipulation and high push force, as the associated valve has a bent strut and protrudes out of the sheath. Additional device manipulation to overcome resistance may have been applied during the procedure, resulting in damage to the sheath. Patient or procedural factors, if present, may cause the devices to not be coaxially aligned, leading to the crimped valve catching onto the sheath hdpe, liner, and/or strain relief, and causing damage. Excessive device manipulation to overcome resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.